Manufacturer narrative:
B5: updated investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Furthermore, consumables during use was not original, the products were maintained/repaired by a third party. According to the IFU, such devices should only be maintained/repaired by aesculap. Based upon the investigations results a CAPA is not necessary.

Event description:
It was known this hospital outsourced device maintenance to a third party service provider. Maintenance status of the device was unknown. Furthermore, consumables during use was not original. As this complaint was not informed to our engineer, condition of its use and maintenance was not assessable.

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none". After receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none" after receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gd670 - microspeed uni control unit w/cool.unit. According to the complaint description, the patient was operated under general anesthesia. During skull milling, it was found that the outer end cover of the milling cutter handle bearing fell off, and the bearing inside the handle (gb740r) was out of position and could not be used. Replaced other handles immediately, and contacted equipment department for maintenance. It may cause permanent damage to the functional structure of the body. No sample or picture provided. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).